Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer's blood glucose was 113 mg/dl. The customer also reported a low battery alarm on their insulin pump. Customer stated their battery did not last for more than one week. The customer stated they did not perform excessive button pressing and did not frequently use their backlight. It was also found the customer had a vibrate anomaly. Customer stated their insulin pump would only vibrate sometimes. Troubleshooting found the insulin pump vibrated during a vibrate test. The customer was advised their insulin pump needed to be replaced. No additional information provided.